Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 23 to 29 mg/dl at the time of the incident. The customer was given glucagon shots to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. The customer reported a blank pump display, partial display, and a hard to read display. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No missing segments/partial display noted. Device uploaded properly using carelink. Device powered up properly after the test battery was installed. Unit was monitored for 1 day. No blank display noted. Device had minor scratched display window, cracked case at display window corner, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.